Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y-site luer lock. The device contained cisplatin, and a power injector was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 24, 2025 ¿ february 25, 2025. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a leak from the y-site clearlink was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.